Manufacturer narrative:
Device evaluation: the customer's description of a "hazy image" can be confirmed. During the inspection of the optics, a severely bent shaft was discovered. This has caused one or more rod lenses to break, rendering imaging impossible. Furthermore, residues in the form of blue fibers were found behind the distal cover glass. The distal solder seam also does not comply with the original karl storz specifications, which suggests that the device has been repaired by a service provider not authorized by karl storz. The damage found is not due to a manufacturing/production defect but was most likely caused by clinical use, clinical reprocessing, or unauthorized third-party repair. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the hopkins telescope has a "hazy image". No negative impact in state of health reported.